Manufacturer narrative:
The device remains implanted therefore could not be returned for evaluation. No imagery was received for evaluation. A device history review (DHR) was received and did not reveal any manufacturing non conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) were reviewed novaflexplus delivery system IFU with sapien xt, us pulmonic. Warnings: accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Precautions: long term durability has not been established for the thv. Regular medical follow up is advised to evaluate thv performance. Potential adverse events: additional potential risks associated with the use of the thv, delivery system, and or accessories include: structural valve deterioration (wear, fracture, calcification, leaflet tear tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis). No IFU or training deficiencies were identified. As the reported event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The risk of valve stenosis has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on valve stenosis. Users are informed of the residual risks associated with use of the valve through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with valve stenosis. Since no product non conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU training deficiencies were identified, corrective action or preventative action (CAPA) is not required. The reported event was unable to be confirmed. A review of the DHR and lot history revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device was not returned for evaluation as it remains implanted in the patient. No further information was provided despite multiple attempts to obtain additional information. In this case, the cause for the valve stenosis could not be determined based on the limited available information provided. As such, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name, and product code. A correction to field d2 is being submitted in this supplemental report.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, approximately 4 years and 8 months post implantation of a sapien xt valve in the pulmonic position, a valve in valve was performed with a 26mm sapien 3 ultra valve due to stenosis.